Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the pump battery was difficult to charge and the pump touchscreen was unresponsive. Customer's blood glucose was not impacted. Customer declined tandem technical support's offer to troubleshoot for the touchscreen issue and was able to charge battery by manipulating the usb cable. Customer continued to use pump for insulin therapy.